Event description:
It was reported that pump malfunction occurred for distributor customer in france, but no further details were provided and blood glucose value information was not available. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation, device return was planned with a specified expected return date, and replacement pump with new serial number was arranged through distributor.